Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indications for use (IFU) were noted as intractable spasticity and cerebral palsy. The hcp stated that the patient had issues with his pump one time; the hcp reported that the issue occurred a long time ago and she did not remember the details related to the event. No symptoms were reported. Follow-up has been requested for the serial number of the pump involved, the patient's pertinent medical history, other medications that the patient was taking at the time of the event, intrathecal drug information (drug name, concentration, dose, lot number, and therapy start and stop dates), other medications that the patient was taking at the time of the event, cause and additional information regarding the pump issue, related symptoms, troubleshooting, and actions/interventions taken to resolve the pump issue. A follow-up report will be filed if additional information is received.